Event description:
The customer reported error code b30 (scope communication error) and error code e315 (non-compatible endoscope) were displayed from the scope. Additional details were requested regarding the reported event. No additional information was provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was not sent to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the error messages. The device was shipped according to specifications. Based on the results of the legal manufacturer's investigation, since there was no inspection information for the processor and scope cable used, and there was no detailed inspection information for the scope, it was not possible to determine the cause of the event. The device's instruction manual provides the following troubleshooting steps related to the issue: "· code: e315. -error message: scope err e315 unsupported scope. ·possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. The endoscope is incompatible with the video system center, or the video system center or the endoscope malfunctions. ·solution: wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Connect the endoscope shown in ¿ system chart¿. When using a compatible endoscope, stop using it and contact olympus." "·code: b30. -error message :scope communication err (b30). -possible cause: foreign objects, such as detergent remnants, hard water residues, finger grease, dust, and lint are on the electrical contacts. The video system center cannot communicate with the endoscope. · solution: wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Stop using the endoscope and contact olympus." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer additionally reported the error messages were observed during preparation for a bronchoscopy procedure. The procedure was completed with another similar device after a delay to get another device from a different department within the facility. There was no harm or injury to the patient.